Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Medical staff reported left side rupture. Device has been explanted.

Manufacturer narrative:
Phone number (e1): (B)(6), fax number (e1): (B)(6). Device evaluation: rupture: observed, one opening on posterior side assessed, as unidentified (tear) opening (shell thickness within specification).

Event description:
Healthcare professional reported, left side "rupture". Device has been explanted.